Event description:
The complainant reported a 30-year-old male patient with non ischemic cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported the patient¿s right axillary graft and pocket became infected during support. Medical staff then decided to remove the 5.5, clean the site, and implant a new 5.5 via left axillary access. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation for infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H6 added health effect - impact code 4641 the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12493: g1 reporting contact fax number missing e4 should have been left blank.